Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that although the operator clicked the button on the microscope to inject signal, there was no signal. When they clicked the button, microscope head was moved. Additional information received reported that the navigation screen was not able to be injected into microscope interface. There was no data (hud) with the microscope interface. They requested them to check the navigation system. They were able to performed operation check using resin head, patient reference frame, blunt tip probe and microscope pentero. They found registration and accuracy was ok. Navigation displayed could be injected to the microscope screen well. They tried to replicate the symptom for more than 10 times but there was not any issue.